Event description:
The customer reported a leak occurred when using the coulter® hmx hematology analyzer with autoloader. The leak was described as a fluid leak of approximately 10ml from the instrument. The leak was not contained. The customer was wearing gloves, eyewear, and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced tubing at pinch valve pv43 to resolve the leak. (B)(4).